Manufacturer narrative:
Reason for reoperation: rupture & silicone migration.

Event description:
Patient reported that after they had mastectomy and breast reconstruction, due to breast cancer, they experienced a right side rupture and silicone leakage into the lymph nodes. The device was explanted and replaced.